Event description:
Per medwatch mw5109194: spontaneous communication. Patient's spouse reports both cadd legacy 6400 pumps serial numbers are giving high pressure alarm, but confirms there are no kinks or obstructions and is likely due to cassettes. Advised to change tubing and cassette as if they are doing a new mix, reassess and to contact pharmacy immediately if this does not resolve issue. Per notes, unknown what product was checked for kinks/obstructions. Unknown what cassette was defective, no lot number provided nether dates. Patient involvement. No injury was reported. No information about the cassette availability to be return. Customer response received via email by smiths medical/ICU on 20/may/2022 and attached and updated: patient information provided, cvs team will contact patient to confirm if product is still available for return, they not indicated event dates or further product information are unknown / not provided customer (B)(6) update received via email by smiths medical/ICU on 31/may/22 and attached and updated: our pharmacy partners have made contact with the patient and they are no longer in possession of the cassettes.